Manufacturer narrative:
UDI is incomplete as di number for registered catalog is not available. Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected filed: d4. Version or model, catalog number. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to confirm the issue. In order to resolve it, they removed and reconnected the display board and video receiver board and the unit was found working ok. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during routine inspection the cs100 intra-aortic balloon pump (iabp) had display issue. There was no patient involved and no harm reported.

Manufacturer narrative:
This device was upgraded from sys98 to cs100 a supplemental report will be submitted upon completion of our investigation.